Event description:
Rptr began experiencing sneezing, runny nose, itching eyes & itching of roof of mouth. Allergist consulted. All tests negative except latex. Symptoms disappeared for a period of time when rptr was not working & reappeared when rptr returned to work.